Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, using the fenestrated bipolar forceps (fbf) instrument to achieve hemostasis, a broken wire was observed. The anticipated bleeding, which was minimal, originated from the uterine tissue. To resolve the issue, a backup fbf instrument was utilized, allowing the procedure to be completed robotically without further complications. Upon inspection of the fbf instrument, a silver cable was visibly protruding from its distal end. Despite the breakage, there was no loss of cautery function or signs of thermal damage. Additionally, there were no reports of fragment fall, procedural delays, or patient injury.